Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph and video of a device. The photo depicts the catheter being held, the blue lumen side is being bent back at the clamp site, a hole is observed. The video depicts blue fluid being inserted into the catheter via a syringe. The blue fluid is expelling out of the tube on the blue lumen side next to the clamp. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the second day after surgery, the patient found that the catheter¿s extension tube was oozing. It was also found that the epitaxial tube had a breach. It was also stated that the catheter was not repaired, and there was a leak in the extension tube and fork connection. Dico additives were not used on the device and there was no problem with the luer connector. Iodophor was used as cleaning agent. Clamp was not moved periodically. It was replaced with a new catheter to resolve the issue. Quantity of blood loss/leakage was not known, blood transfusion was not required. There was no patient injury.